Manufacturer narrative:
This is now reportable. During returned device evaluation, a reportable malfunction was discovered. Complaint confirmed. One unpackaged ar-3371-4000, batch 1485988 sheath was received for investigation. Visual inspection identified that the black o-ring component had broken out of the inner diameter of the sheath hub, allowing for fluid leakage during use. The observed condition is most likely the result of off-axis insertion of mating instrumentation, leading to o-ring breakage.

Event description:
It was reported that during a shoulder arthroscopic procedure, the surgeon noticed that the sheath, ar-3371-4000 was leaking water. The case was completed by using another sheath without further issue. This is now reportable. During returned device evaluation, a reportable malfunction was discovered.